Event description:
It was reported that a new autopulse nimh battery with s/n (B)(4) failed in the charger 3 times. There was no report of a patient injury.

Manufacturer narrative:
Zoll medical corporation has not yet received the product for evaluation. If the product is returned to the manufacturer, a supplemental report will be filed.